Manufacturer narrative:
The field service engineer noted that system reagent bottles were close to being empty, but the system did not yet switch over to new bottles. The engineer performed a system volume check maintenance, which forced a change over to the new bottles. The customer stated they had no further issues after this. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that all controls were outside of range on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Foam was also coming out of the sipper probe and there was an abnormal sipper probe movement alarm. The reporter pulled and repeated patient samples on a second e170 analyzer. Two samples had discrepant results for the elecsys tsh assay and a third sample had discrepant results for the elecsys total psa immunoassay. The initial values from these samples were reported outside of the laboratory and the repeat values were believed to be correct. The first sample initially resulted with a tsh value of 267 uiu/ml, which repeated as 669 uiu/ml. The second sample initially resulted with a tsh value of 0.16 uiu/ml, which repeated as 0.25 uiu/ml. The third sample initially resulted with a psa value of 1.9 ng/ml, which repeated as 3.3 ng/ml. The tsh and psa reagent lot numbers and expiration dates were requested, but not provided.